Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the pt experienced a low blood glucose level. Level at the time was 42 mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the pt. The device is not being returned. No further info available.